Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that cetuximab infusion infused from 1516-1615, 59 minutes, however it was programmed to run for 60 minutes. Pump was verified to have been programmed correctly. There was patient involvement however no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes,remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion of cetuximab could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of over infusion or unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The review of the suspect pump module error logs showed no records associated to the reported incident. The review of the suspect pump module event log showed that on (B)(6) 2025 at 2:26 pm, the channel was attached to the system. At 3:15 pm, the user selected the channel and an infusion was started with a rate of 208ml/hr and a volume to be infused (vtbi) of 183ml. At 4:09 pm, the infusion finished with keep vein open (kvo) alarm and a new infusion was started with a vtbi of 20ml. At 4:15 pm, the infusion finished with kvo alarm and the module was channeled off. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The alaristm system with guardrail stm suite mx user manual v12.3.1 notes that periodic patient monitoring must be performed to ensure that the infusion is proceeding as expected. To prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. The roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. The user should verify current primary and secondary infusion parameters prior to starting the infusions. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pump module s/n: (B)(6) (w/o: (B)(4)) device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. (B)(4) will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an over infusion of cetuximab could not be identified. Based on the log analysis, the programmed rate of 208ml/hr and volume to be infused (vtbi) of 183ml completed as expected within 52 minutes. The facility states that the infusion was programmed to last for 1 hour; however, a review of the logs confirmed that the infusion was programmed to last for approximately 52 minutes and 47 seconds, with an additional 5 minutes and 46 seconds infusion, for a total of approximately 59 minutes. Note that this report lists imdrf annex a0401, a040502, a0709, g02017, g0301204, c07, c0601, c16, d15, d01, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Note that this report lists imdrf annex a0401, a040502, a0709, g02017, g0301204, c07, c0601, c16, d15, d01, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that cetuximab infusion infused from 1516-1615, 59 minutes, however it was programmed to run for 60 minutes. Pump was verified to have been programmed correctly. There was patient involvement however no harm.